Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
A patient reports while wearing a pod for less than an hour the cannula had partially retracted at initial activation.

Manufacturer narrative:
The returned device was evaluated and the pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. No timeouts or drive stalls were observed. The pod delivered 56 pulses across both priming sequences before deactivation. Upon opening of the pod, the release bar was observed to be aligned with the firing flat, allowing it to release. The slide insert was observed to be held in place by a broken portion of the mechanism rail, caused by incorrect installation of the rails. This interference prevented the needle mechanism from deploying as intended, as well as causing interference between the linkage assembly and reservoir. The incorrectly installed mechanism rail is confirmed as the root cause of the reported needle mechanism failure.